Manufacturer narrative:
(B)(4). D4/h4: it was reported that the exact lot number of the device involved in the event is unknown. However, there are two (2) potential lot numbers of the device involved. These are listed below with their associated dates of manufacture, expiration dates, and udis. Potential lot (1): 66101168. Expiration date: jun 2, 2028. Manufacturing date: jun 2, 2023. UDI:(B)(4). Potential lot (2): 66111203. Expiration date: jul 21, 2028. Manufacturing date: jul 21, 2023. UDI: (B)(4). G2: foreign - the event occurred in australia. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following a meniscal repair procedure, a patient underwent a post-operative x-ray in recovery. The x-ray revealed that part of the meniscal needle had fractured and was still in the patient's knee. The surgeon asked recovery to keep the patient fasted so they could return for additional surgery to have the needle tip removed the same day. It was removed in the subsequent procedure with no reported complications. Attempts have been made, and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is confirmed by the provided x-rays. Visual examination of the provided picture identified two juggerstitch devices, one of which shows a fractured needle. Fracture analysis has been previously analyzed within an internal technical report where bending overload was identified as the mode of failure. Product information confirmed from provided sticker sheet. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a healthcare professional. A review of the available records identified that two views of the right knee demonstrate acl repair and linear metallic focus involving the lateral aspect of the medial compartment posteriorly consistent with a radiopaque foreign body. Operative notes were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.